Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Upon receiving the device, rattling inside the front enclosure was heard. Visual inspection was performed and found internal damage to the top cover, a cracked front enclosure, a bent battery lock, and a sticky clutch. The physical damage is characteristic of excessive force during use. Review of the archive data revealed that user advisory (ua) 2 (compression tracking error) and ua 45 (not at "home" position after power-on/restart) occurred on the reported date of event. Functional testing was performed; the autopulse platform passed functional tests without exhibiting any fault or error ua2 or ua45; indicating that the user was able to clear the error message. Additionally, the lcd display was found to function as expected; no issues were found with the display backlight and pixels. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 2 typically occurs when the load sensors do not see the expected increase in load because the patient was misaligned or have moved from the original position or the lifeband is opened. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. In summary, the primary complaint was confirmed during archive review; however, no issues were found during functional testing. The autopulse platform is a reusable device and was manufactured on 03/26/2009.

Event description:
During training it was reported that the autopulse platform (s/n: (B)(4)) stopped prior to first compression and displayed a user advisory (ua) 2 (compression tracking error) and ua 45 (not at "home" position after power-on/restart) error message. Per reporter, a full size mannequin was used at the time. Despite replacing the lifeband, the reported issue continued. Additionally, the reporter indicated the display was unreadable. Clarifying that the characters were distorted. The platform was restarted several times, however, the issue persist. There was no patient involvement reported.